Event description:
Alleged issue: the hospital reported that during the surgery, the surgeon tried to use the stapler and it didn't work. Staples were not coming out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the MFR at the time of this report. A device history record (DHR) review did not show issues related to complaint. The MFR will continue to monitor and trend related complaints.